Manufacturer narrative:
According to the facility, "these catheters have been used on multiple patients with thick secretions, and the suction doesn't feel adequate. When you can hear the secretions, but the catheter doesn't seem to have adequate suction to remove them". The facility continued to state that they "have just continued to lavage with nacl if the secretions are thick, retest the suction tubing from the wall and attempt to suction again" and that "many have had a bronchoscope for secretion clearance, but are either still on the ventilator or stable". The facility stated there haven't been any dangerous situations to this point. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "these catheters have been used on multiple patients with thick secretions, and the suction doesn't feel adequate. When you can hear the secretions, but the catheter doesn't seem to have adequate suction to remove them".